Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while the physician was closing the pocket, she thought that she might have nicked one of the pacing leads but was unsure which one. The sutures were reopened and the physician disconnected the leads from the pacemaker. The leads were then connected to the patient system analyzer (psa) to check their parameters of the leads. It was confirmed that the lead impedances were within normal range. The leads were then reconnected to the pacemaker and the pocket was then closed. The pacemaker and leads remained implanted and the patient was stable throughout the procedure.